Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to over-delivery of insulin. The insulin pump delivered 9.7 units instead of 0.7 units. Customer went to emergency room. The blood glucose reading at the time of the event was 280 mg/dl. Customer know that the blood glucose reading will drop. Nothing further reported.